Event description:
Caller reported aviva system blood glucose results of 332 mg/dl, hi, which on the system indicates a result in excess of 600 mg/dl, and 50 mg/dl, each result 1 minute apart. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.